Event description:
The pt received her scs system on (B)(6) 2005 including an ipg. It was reported the pt is charging more frequently than she used to. She is also receiving an end-of-life indication from her charger. A new charger was sent to the pt to help resolve the issue. Attempts to gather add'l info were unsuccessful. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.